Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle drive and completed the device evaluation. The instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that out of the box, the mega suturecut needle driver instrument was observed to have a broken cable. There was no reported injury or delay.